Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) under 3500a follow up report (B)(4), the ¿h 3. Device evaluated by manufacturer?¿ has been reported with a ¿yes¿ in error. This field should have been left as blank under this report since the 3500a initial report (B)(4) has already stated that the device was ¿not returned to manufacturer.¿

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The device has been reported as discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31099989l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter (stsf). After the procedure, the patient experienced cerebral infarction that required surgical intervention. Ablation index was not displayed when ablation was conducted. When stsf was removed from the patient¿ body after the procedure, char was attached. Ablation was conducted four (4) times without using ablation index (ai) before the reporter arrived. After checking the settings, the ai setting of vizitag was off, so it was reset, and the ablation was conducted with ai guide after the 5th ablation. Since the char on the stsf was found after the procedure, the procedure was completed without changing the catheter. About three (3) hours after the procedure, the agent informed the reporter that the patient had suffered a cerebral infarction. Ablation time did not exceed 60 seconds. Total ablation time for this procedure was 50 minutes. In some places, there was timing that exceeded 25 g momentarily. Irrigation settings were within the recommended range. Pre rf was 1 second, post rf 5 second. The char was located on the tip of the electrode (distal side). Power setting was generally 30-35w and 50w above the esophagus. Approximately 1 cm thrombus was confirmed by computed tomography (CT) imaging and a thrombectomy was conducted. The physician was not sure about the cause. A certain number of such issues would inevitably occur. Another physician commented that he could not think of any causative event during the procedure. Ablation was within the 30 seconds at most time, and he carefully manipulated the catheter by confirming the contact force (cf) during the procedure. There could be a blood clot, which was not detected through transesophageal echocardiography. Contrast-enhanced CT was not performed due to patient¿s poor renal function. Could not determine if char was the cause. Other relevant history includes pacemaker implanted. There were no temperature or flow issues on the catheter. Generator parameter was power control mode.

Manufacturer narrative:
Additional information was provided on 10-nov-2023. The patient outcome has improved. Rehabilitation is being performed on an outpatient basis. The patient required extended hospitalization for follow-up after thrombus retrieval. No neurologic complications since the procedure was completed. The h 6. Health effect - impact code field has been updated to include the code of ¿hospitalization or prolonged hospitalization (f08)¿ section a for patient information has been updated as the patient¿s age and weight have been provided. Concomitant product section was updated to include other devices used during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).